Event description:
As per complaint (B)(4). A dental implant had a failure of osseointegration after a clinical procedure and the implant was explanted. Granulated/fibrous tissue around implant, infection, and pain (beyond standard healing time) was reported.

Manufacturer narrative:
Follow-up submitted to report device evaluation.